Event description:
It was reported that leakage of the liquid occurred from the base of the filter on the extension set. The cassette that was being used together was also taken in. The event occurred during priming and there was no patient involvement.

Manufacturer narrative:
B3: march 2026 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes updated. One used device was returned for evaluation. Visual test was performed and found no damages or anomalies observed. Functional test was performed and found in attempts to replicate clinical use the cassette was filled with 250 ml of water using a syringe provided by ICU medical. No leakage or difficulties filling were observed. The end of the tubing was clamped. No leakage or anomalies were observed. The device history record was unable to be reviewed as no lot number was provided. The complaint of leakage cannot be replicated or confirmed, and a root cause was unable to be determined.